Manufacturer narrative:
This report is for an unknown cage spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, after inserting the implant, the surgeon could not detach the inserter from the implant. It had to be completely removed again and canceled. There was a twenty five (25) minute surgical delay. This report is for one (1) unknown cage/spacer. This is report 2 of 2 for (B)(4).